Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's aunt reported via phone call that the insulin pump had multiple no delivery alarms over several days leading up to the call. Most recent blood glucose level at the time of the call was 284 mg/dl. The caller stated that the customer fell at the hospital due to other medications he was taking. The caller reported that the insulin pump's display was scratched and difficult to read. Blood glucose level at the time of the incident was not provided. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratched lcd window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.